Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact that, since the physician continued to use the device, the crack occurred and the error displayed. Consequently, after the physician withdrew the device from the patient body as directed, the probe broke due to the stress by touching physically. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
During a procedure the alarm was generated. When the physician withdrew the subject device and checked the device, the probe tip broke off. The procedure was completed and there was no patient harm.